Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2008 and left total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported that a left hip revision procedure was performed on (B)(6) 2012 due to patient allegations of pain, loosening of the implant, elevated metal ions, and loss of mobility and range of motion. There has been no reported revision procedure for the right side. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch. Not returned by attorney.

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2008 and left total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported that a left hip revision procedure was performed on (B)(6) 2012 due to patient allegations of pain, loosening of the implant, elevated metal ions, and loss of mobility and range of motion. There has been no reported revision procedure for the right side. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient operative (op) notes reports the patient was revised due to a loose left acetabular component. Revision op notes report presence of dark fluid and that the acetabular component was vertical resulting in edge loading and metal debris in the hip joint. Op report further noted acetabular fossa with foreign body reaction tissue and osteolysis. The cup and head were removed, and a head, liner and cup were implanted. The op report also noted that while drilling to insert the acetabular component, a drill broke as the cup shifted. Additional screws were used to secure the cup.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2008 and left total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported that a left hip revision procedure was performed on (B)(6) 2012 due to patient allegations of pain, loosening of the implant, elevated metal ions, and loss of mobility and range of motion. There has been no reported revision procedure for the right side. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient operative (op) notes reports the patient was revised due to a loose left acetabular component. Revision op notes report presence of dark fluid and that the acetabular component was vertical resulting in edge loading and metal debris in the hip joint. Op report further noted acetabular fossa with foreign body reaction tissue and osteolysis. The cup and head were removed, and a head, liner and cup were implanted. The op report also noted that while drilling to insert the acetabular component, a drill broke as the cup shifted. Additional screws were used to secure the cup. Additional information received in operative notes reported patient's right hip was revised on (B)(6) 2015 due to wear of the components. Operative report further noted large amount of heterotrophic bone around greater trochanter, moderate amount of fluid, metallic debris within the joint, no evidence of loosening of the acetabular component, and foreign body reaction tissue around acetabular component and femur during the procedure. All components were removed and replaced; a poly liner was additionally implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 4 states, "loosening or migration of the implants may occur.¿ number 15 states, "elevated metal ion levels have been reported." Number 6 states, ¿inadequate range of motion.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 4 mdrs filed for the same patient (reference 1825034-2014-00339 / -00342).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 2 of 4 mdrs filed for the same patient (reference 1825034-2014-00339 / -00342).

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6), 2008 and left total hip arthroplasty on (B)(6), 2009. Patient's legal counsel further reported that a left hip revision procedure was performed on (B)(6), 2012 due to patient allegations of pain, loosening of the implant, elevated metal ions, and loss of mobility and range of motion. There has been no reported revision procedure for the right side. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient operative (op) notes reports the patient was revised due to a loose left acetabular component. Revision op notes report presence of dark fluid and that the acetabular component was vertical resulting in edge loading and metal debris in the hip joint. Op report further noted acetabular fossa with foreign body reaction tissue and osteolysis. The cup and head were removed and replaced.